Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm. Motor passed motor test. No unexpected beep alarms. No button error alarm. Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube. No moisture damage on electronic assembly.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she is exposed to water at work and the insulin pump was in her pocket prior to the alarm. Customer's blood glucose reading at the time of the call was 306 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.